Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with blood glucose levels greater than 500 mg/dl. It was reported that the customer had been experiencing high blood glucose levels the night before, and had been bolusing. However, the customer was experiencing nausea, vomiting and dehydration. It was also stated that the reservoir being used at the time of the event, had leaked insulin. The customer had experiencing insulin leaking one other time, but did not have to be hospitalized. Nothing further was reported.